Event description:
It was reported that the patient began experiencing pre-syncope symptoms shortly after lifting a heavy object. At the device follow-up the right atrial (ra) lead had high thresholds. The lead also had no capture, no sensing, and was dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).